Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The distributor alleged that the display was dim, faded, and/or discolored. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 07/02/2015 ¿ device evaluation:the pump has been returned and evaluated by product analysis on 06/15/2015 with the following findings:during testing, the display was found to be dim, faded, and discolored. Unrelated to the complaint, evaluation revealed that the battery compartment was cracked below the bumper pad at the case seal. Also unrelated to the complaint, evaluation revealed that the contrast keypad button was unresponsive, which has no effect on insulin delivery function. The keypad was thinning; however, no damage or peeling was observed. The keypad cover was removed and contamination was found under the contrast key contact.